Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) suddenly switched off. The power cord, fuses, and power relay module were inspected. After replacing the power relay module, the thermogard console powered back on. However, during the second start-up, the problem repeated, and the console did not turn on. No information was shared with zoll about the patient's treatment status or whether the system was intended for use on a patient or being tested.